Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old female had a rash. The patient's rash was comprised of red, itchy bumps and was located under the front and back therapy electrode pads. The patient's physician prescribed the patient a cream to use on the rash. Follow-up indicated that the condition of the rash remained the same. The medical outcome of the rash is unknown.